Event description:
It was reported that the health care professional (hcp) called with concerns about right atrial (ra) lead loss of capture (loc) on this pacemaker. The hcp requested technical services (ts) to review the presenting electrogram (egm). Ts reviewed the egm, however, was unable to determine capture on the ra lead. Ts recommended the hcp to schedule in clinic visit for further lead testing. At this time, the ra lead and pacemaker remain in service. No adverse patient effects were reported.